Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g2, h2, h3, h4, h6, h11. The device was returned to the repair center for inspection and the reported failure (abnormal image) was reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: flooding based on the results of the investigation, the definitive root cause of the reported issue could not be determined. In case of the flooding could occurred for seal and leak failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - phone number: ext. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an abnormal image. There were no reports of patient harm.